Manufacturer narrative:
The serial number for the customer¿s e411 analyzer was (B)(4). Calibration data was provided, but it was uncertain if it was the latest data as daily calibration is recommended. The customer provided patient sample to the manufacturer for investigation. The investigation confirmed the customer¿s results. A general reagent issue was excluded. No interferences were detected in the sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys ft4 iii assay and roche diagnostics cobas elecsys anti-tpo on a cobas 6000 e 601 module. The same sample also had an erroneous result for the elecsys anti-tshr immunoassay on a cobas e 411 immunoassay analyzer. The erroneous values were reported outside of the laboratory and did not match the patient's clinical condition. This medwatch will apply to the anti-tshr assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(6) for information related to the anti-tpo assay. The sample was tested on the e 601 analyzer on (B)(6) 2019, resulting with a ft4 value of 31.38 pmol/l and an anti-tpo value of 531 iu/ml. The sample was tested on the e 411 analyzer on (B)(6) 2019, resulting with an anti-tshr value of 6.38 iu/l. The results from the roche analyzers did not agree with the clinical picture of the patient as the patient had a previous sample tested at another laboratory using the diasorin method and results were different. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e 601 analyzer is (B)(4). The serial number of the customer's e411 analyzer was asked for, but not provided.